Event description:
It was reported that the patient presented for a lead extraction procedure. During the procedure, while attempting to remove the lead, the patient's blood pressure began to drop. The physician attempted to perform open heart surgery. The patient deceased.